Event description:
It was reported that the patient presented in the emergency room after experiencing inappropriate shocks due to episodes of over-sensed noise exhibited by the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.